Event description:
Boston scientific received information during the implant of this right ventricular lead pacing impedances had increased and high thresholds were noted when attempting to place the lead into the heart. A new lead was used with no further complication. After the procedure an echocardiography was performed and a small of amount of pericardial fluid was noted. No additional intervention was performed. The lead remains implanted. The lead which was not implanted will not be returned. No adverse patient effects were reported following the procedure.

Event description:
--

Manufacturer narrative:
Should additional information become available this investigation will be updated.

Manufacturer narrative:
--